Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump settings were input incorrectly. During troubleshooting with tandem technical support, it was verified that the pump settings in the tandem pump and in the alternate pump did not match when doing a "side-by-side" pump setting entry. Tandem technical support assisted the customer in successfully verifying the correct pump settings. Customer's blood glucose was approximately 280 mg/dl.